Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the system was not booting up. The customer informed the engineer that after opening the m cabinet, it was noticed that 1 out of the 3 green power leds was out. The customer did system shut down and reset of the breaker, the system was powered back on but the 2 ippcs (image processing pcs) were still off. The customer identified that the fuse that supplies power to ippcs were blown. The customer replaced the fuse and booted the system up. The system became operational for sometime but again went out shortly. It was identified that the f2 was tripped and the customer replaced the fuse again. After booting up the system, it was observed that the frontal ippc was operational but the lateral ippc remained off. The philips field service engineer (fse) inspected the system onsite and found the lateral ippc was down. Review of the log file confirmed malfunctioning of the lateral ippc. The fse ordered the ippc for replacement but later found that the power supply was intermittent. The fse replaced the power supply from the customer's stock. The fse confirmed that the system was working normally after replacing the power supply, so, the unused ippc was returned back to philips. After the replacement of power supply, the system was returned to use in good working order.